Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient couldn't connect to ins with communicator and was getting looking for communicator screen, patient also mentioned they feel like for the past month ins has not been working. It was confirmed patient had been trying to connect to ins with communicator plugged in. Patient was able to connect to handset and ins after unplugging communicator. Patient stated they have had a uti for close to a month and have been on two different antibiotics that are not working and they are peeing like crazy. Patient inquired if uti could be related to ins, patient redirected to follow up with hcp. Patient stated they have an appointment with hcp today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. They reported, that "pretty much" ever since, they've had the device. They've had uti's, one after the other. The patient stated, their healthcare provider puts them on medication, and they are okay for a week when they are on it, then they get a uti again. The patient reported, they are peeing constantly, like at least every hour. And they never make it to the bathroom on time. The patient stated, they are wearing diapers and are flooding the diaper every hour. The patient reported, they couldn't get to the toilet on time. The patient stated, they saw their healthcare provider yesterday. And their healthcare provider told the patient to call medtronic to help. The patient stated, that when they saw their doctor's pa, like a week and a half ago, they changed the patient's therapy settings to program 2, 0.6. And they don't know if this is what is causing them to go so much. Patient stated, they were told by pa, not to make any therapy adjustments after this. So patient has not changed therapy settings. Reviewed the role of patient services and reviewed a general overview of therapy. The patient provided the event date as "pretty much", since the date of the implant. The patient mentioned, they have been on 4 different antibiotics, since they've had the system. And nothing has really helped. The patient stated, that now they are on a different medication. And they were told to "see if they can tweak it". The patient was difficult to follow throughout the call. And the agent made the best attempt to gather all relevant event information.